Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 60-year-old patient received hemodynamic support from an impella 5.5 smartassist heart pump after coronary artery bypass graft surgery (CABG). It was reported that the patient was transfused with two units of platelet concentrate to treat thrombocytopenia. It was reported that an infection occurred at the access site and the patient suffered from paresthesia in the arm after removal of the impella 5.5.

Manufacturer narrative:
The investigation into the thrombocytopenia and the peripheral nerve injury issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the thrombocytopenia and the peripheral nerve injury was not determined due to insufficient clinical details. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.